Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9, d10, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions), h1.1 corrected fields: e1(event site telephone). It was reported that the cardiosave intra-aortic balloon pump (iabp) post ppm works following a service visit. There was no patient involved. Despite good faith efforts (gfes), no information has been provided. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) post ppm works following a service visit. There was no patient involved.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) post ppm works following a service visit.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.